Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "subject presented on (B)(6) 2019 at 6 week post op visit experiencing patella shifting due to arthrotomy disruption. Site anticipated fixing it when risk of infection has decreased. Subject was re-operated on (B)(6) 2019. Specifically polyethylene exchange with debridement and irrigation and patellar stabilization/vmo advancement. Subject was provided with hinged knee immobilizer brace as directed." X-rays provided focusing on the patient's right knee.

Event description:
As reported: "subject presented on (B)(6) 2019 at 6 week post op visit experiencing patella shifting due to arthrotomy disruption. Site anticipated fixing it when risk of infection has decreased. Subject was re-operated on (B)(6) 2019. Specifically polyethylene exchange with debridement and irrigation and patellar stabilization/vmo advancement. Subject was provided with hinged knee immobilizer brace as directed." X-rays provided focusing on the patient's right knee.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirmed the occurrence of patella instability "shifting" due to arthrotomy disruption. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirmed the occurrence of patella instability "shifting" due to arthrotomy disruption. There was no association of the event to the implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.